Event description:
On 22-apr-2026, it was reported by a sales rep via phone that an ar-3680 fibertak button didn't set correctly. The knotless mechanism did not set and would not pull out. The anchor body was reported to have broken off. The case was completed with an ar-3681 fibertak button. This occurred during use in a bicep tenodesis case on (B)(6) 2026, with no patient impact. There was no delay in the procedure or additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.